Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.

Event description:
It was reported that a physician trained in the use of the prostar xl device, attempted arteriotomy closure of a heavily calcified common femoral artery after an interventional procedure. Reportedly, during needle deployment, a needle deflected causing it to miss the needle guide and not deploy at the top of the barrel. The needles were backed down and the device was removed over a guide wire. A second prostar xl was used to achieve hemostasis. No adverse pt effects were reported. No add'l info was provided.